Manufacturer narrative:
Conclusion the complaint can be verified. Result the down button does not operate. The connection of the down flex print is interrupted.

Event description:
Patient reported the down button on the infusion device no longer functions and hasn't for about 2 months. Patient stated she received letter regarding the recall but had no issues at that time. Patient reported she just avoided using the down button and it has been fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.